Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced infusion set kinked tubing event on (B)(6) 2025. The infusion set was in use for one and half day. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.